Event description:
Reporter indicated that vns patient was experiencing an increase in seizure activity. It was reported that the patient was having four seizures per day over their normal amount of daily seizures. Device diagnostic testing on the day that the patients current generator was impanted was within normal limits, indicating proper device function at that time. Based on known device settings, generator end of service is not likely. Investigation to date has been unable to determine if the cause of the reported increase in seizure activity or whether it is an increase above pre-vns baseline frequency or above previous efficacy with the vns therapy.